Event description:
Provider intended to implant a MRI compatible ICD however the non-MRI compatible device was implanted. The following day the pt had to have an additional procedure to replace the generator. Our internal review determined that the device packaging did not help the team member choose the correct device. The packaging was very busy, had lots of small print, and when comparing side by side there was only one letter that differentiated the two devices apart. The description (MRI compatible or non-MRI compatible) were not on the package labeling.